Manufacturer narrative:
(B)(4). The insulin pump was received with a scratched case, a missing reservoir tube o-ring and a missing retainer. The test reservoir does not lock in place due to missing retainer and missing reservoir tube o-ring. The pump was also received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to a constant blank flashing white light on the display.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.